Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 088) issue. The distributor alleged that the pump was emitting multiple cs 088 call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 04/09/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 03/30/2015 with the following findings:a review of the pump¿s black box history showed that multiple cs 088 call service alarms were recorded. During testing, the pump performed the rewind, load, and prime steps with no alarms occurring. The pump emitted a cs 088 call service alarm during a 24 hour duration exercise. Component inspection revealed a missing clock signal, and a crystal failure was concluded. Unrelated to the complaint, evaluation revealed that the display was discolored. Also unrelated to the complaint, evaluation revealed that the battery compartment was cracked above the bumper pad. The returned battery cap threads were found to be stripped and the battery cap was not able to be fully secured to the pump. A test battery cap was used to complete all testing.